Event description:
It was reported by the aci sales professional that an (B)(6) male pt underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained at the femoral head, via a 7f sheath (unk model). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site, and the vessel to be approximately 7 mm in size. Peri-procedure the pt was anti-coagulated with angiomax and plavix. Following the procedure, the physician who is trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that post deployment an inferior hematoma developed. The hematoma was managed with 30 minutes of manual compression. The hematoma was noted as oval and 4x8 cm. The pt was ambulated and discharged to home the same day ((B)(6) 2012), with no reported clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1217203) indicated that the device lot met all established performance criteria prior to shipment.